Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred. A new cartridge was successfully loaded to address the issue. Additionally, it was reported that the sleep mode function of control iq software was enabled without user request. Customer's blood glucose was low, however, a specific value was not provided. Reportedly, the customer declined troubleshooting with tandem technical support and declined to provide any additional information.